Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to the case seal. Moisture corrosion was observed in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture was observed inside the pump. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling off the base starting at the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under any key contacts. Also unrelated to the complaint, evaluation revealed that the display was dim, fading, and discolored.